Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was programmed by scanning utilizing clinician aware to infuse amiodarone 360mg. Rate was verified. Nurse noted at an undisclosed point the bag was empty. There was patient involvement however impact is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: initial reporter occupation, other occupation, report source, report source other, medical device operator, relevant tests/laboratory data, device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, g, b, c and d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device was programmed by scanning utilizing clinician aware to infuse amiodarone 360mg. Rate was verified. Nurse noted at an undisclosed point the bag was empty. There was patient involvement however impact is unknown.